Event description:
It was reported that the customer's insulin pump was exposed to an MRI scan and alarmed an error. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test followed by a motor error alarm during the rewind as a result of a motor encoder signal being out of phase. Further testing could not be performed due to the motor error alarms. The device was received with scratched screen, and cracked battery tube threads and belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.